Event description:
Philips received a complaint by the customer on the v60 indicating that there was loss of alternating current (ac) power. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The issue was then resolved by reconnecting the power cord to the ac power. The power cord was reconnected to the ac power to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.